Event description:
Medtronic received a report that the physician placed a shiley trach in a vent dependent patient. A few hours after he arrived in the critical care unit, the rn noticed the trach started to come out of the flange even though it was sutured in place. At first, she thought the inner cannula wasn¿t snapped into place, so she just tried to reconnect the inner cannula clamps. Then she realized that the whole trach tube, inner cannula and the tube itself were migrating out. After multiple attempts by the rn and rt, the surgeon was called to the bedside; with some effort, he was able to reseat the tube into the flange. The staff stated it looked like it came off the swivel part of the flange, turned slightly in the flange, and moved out of the airway. It was caught quickly. Once it was repositioned, it seemed to be fine. There was no patient injury reported in this event. The customer stated that they have another shiley trach that did the same thing. She stated that it could be easily dislodged form the flange and tube shaft as well.